Manufacturer narrative:
Further information from the reporter regarding event has been requested. No additional information is available at this time. The event of "cloudiness with white crystallin growth inter cameral" and "white possibly granular something in the cornea" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Healthcare professional reported that about two months after the patient¿s xen 45 gel stent implantation in an unknown eye, the patient presented with "cloudiness with white crystallin growth inter cameral" and "white possibly granular something in the cornea". The device was explanted roughly two months after these events were noticed.